Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, during an unknown surgery, a screwdriver shaft could not be detached from a torque limiter. However, it was disconnected after the surgery. The surgery was completed successfully although it was not reported how the surgery was finished. It was unknown if there was a surgical delay. There was no adverse consequence to the patient. This report is for one (1) stardrive screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The received torque limiter and as well the screwdriver is in a used condition with scratches and impression marks. An internal functional test with the returned parts was performed. The returned screwdriver shaft could be attached and detached to the torque limiter as intended. Furthermore, another functional test has shown that the quick coupling and the connection of the torque limiter are working properly (used parts: 310.900 / 2019 & 311.440 / 2115). The problem as per complaint description could not be replicated during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the screwdriver and as well the torque limiter is rated as not confirmed since the articles have passed the functional test as described above. In hindsight and with the provided information, it is not possible to determine the exact cause of the complained issue. We only can assume that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part number: 314.116. Synthes lot number: 6760107 . Supplier lot number: n/a. Release to warehouse date: 06dec2011. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.